Event description:
During device preparation, when the device was opened, it was noticed that the catheter appeared bent. Despite the bend, the catheter was used on the patient. During use, the catheter display was not as expected and it was noticed what the device had become fractured. The catheter was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6. One viewflex xtra ice catheter was received for evaluation. The catheter was noted to be bent and fractured 0.6¿ proximal to the distal tip. Review of the device history record was not possible as the lot number is unknown. Based on the investigation performed and the information provided, the cause of the tip fracture remains unknown.